Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID react-68 (b334647); product type: ; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the react 68 catheter was flushed the catheter split. The patient was undergoing a thrombectomy for treatment of an acute ischemic cerebral stroke. It was noted the patient's vessel tortuosity was moderate. It was reported that the react 68 was found broken. The tail end was connected to the syringe. When pumping, the catheter split. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a pneumbra, neuron max 6f 088 sheath, rebar 18 microcatheter, and stryker synchro 0.014 guidewire.

Event description:
Additional information received that the date of the event was (B)(6) 2023. The catheter separation was observed intra-op. The cause of the catheter separation was not determined, initial suspicion was that the expiry date was approaching or the interventional room of the hospital was improperly placed. The catheter separated in the distal part of the catheter. The patient¿s baseline tici level 0, nihss score 7. The patient¿s post-thrombectomy¿condition was tici level 3, nihss score 1. Additional information received that the patient had a past medical history of hypertension. The accessed vessel was the left femoral artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: ¿ as found condition: the react-68 catheters were returned for analysis within a shipping box and a plastic bio-pouch. It could not be determined the lot number of each of the corresponding catheters. ¿ damage location details: catheter a: no damages were found with the react-68 catheter hub. The react-68 catheter body was found stretched at ~25.0cm, ~22.5cm, and ~7.5cm from the catheter distal tip. The react-68 catheter distal tip was found to be in good condition. Catheter b: no damages were found with the react-68 catheter hub. The react-68 catheter body was found stretched at ~7.0cm, ~4.5cm, and ~4.0cm from the catheter distal tip. In addition, the react-68 catheter body was found ruptured at ~4.5cm from the catheter distal tip. The react-68 catheter distal tip was found to be in good condition. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed as a returned react-68 catheter was found ruptured. Catheter rupture can occur if excessive pressure is applied during the injection of contrast, if the catheter is used with an automated high-pressure contrast injection equipment, or if the flow through the catheter is restricted and force is used to clear the lumen. However, the cause for the catheter rupture could not be determined. As for the stretching of the catheter, damage can occur if the catheter is pushed or pulled against resistance. However, the reason for the catheter stretch could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.